Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 75446535, 510k # k042025, UDI# (B)(4). Is cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: stenosis on the left side of l5 / s. Screw breakage is on the right side of s1. Stenosis is associated with bone proliferation at l5 / s1 procedure: fusion was performed at l5 / s1. Tlif was performed. Cage was inserted from left side. It was reported that on an unknwon date, post-op, the screw thread on the left side of s1 at l5 / s1 was broken and stenosis on the left side of l5 / s reported. Patient complications were reported as unknown as a result of this event.

Manufacturer narrative:
Visual functional deminsonal visual review confirms screw breakage 4 threads down from the base of the bone screw head. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. The major and minor diameter of the screw were checked and meet print spec. The failure appears to be the result of cyclic fatigue. If information is provided in the future, a supplemental report will be issued.